Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. It was further described as "the blue piece that the minicap attaches to was dislodged and coming apart from the transfer set". This occurred during set up of peritoneal dialysis (pd) therapy, when the transfer set was taken out of the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.